Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. It was stated ¿a plastic residue was found on the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a single 25g safetyglide needle in an opened package was received, confirmed to be from batch # 7235599 (p/n 305916). The sample was visually evaluated. The package was resealed with tape. The needle was found to have a loose white piece of plastic fiber foreign matter in shape of a knot attached to the cannula. The foreign matter was located in the middle of the cannula. The size of the foreign matter was greater than level 3. The shield was found to have multiple loose unidentified white particles located inside the shield, the size of the foreign matter was smaller than level 3 in size. Product defect confirmed based on sample evaluation. DHR review for batch 7235599 (p/n 305916): manufacturing dates: 09/19/2017 to 09/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235599 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Qn review: one notification was written for assembly batch 7067708 for out of spec. Lube solids. The product was accepted on deviation. Note: ten assembly batches from columbus were used in the packaging batch produced by canaan. DHR review: assembly batch 7005506 had 20 visual inspections performed on 900 parts with zero defects noted. Daily cleaning was performed five times during the assembly of this batch. Assembly batch 7005521 had 22 visual inspections performed on 990 parts with zero defects noted. Daily cleaning was performed seven times during the assembly of this batch. Assembly batch 7005532 had 22 visual inspections performed on 990 parts with zero defects noted. Daily cleaning was performed seven times during the assembly of this batch. Assembly batch 7024794 had 36 visual inspections performed on 1,620 parts with one defect noted for skiving; 9,000 parts were scrapped. Daily cleaning was performed 11 times during the assembly of this batch, and tpm (which includes additional cleaning) was performed once. Assembly batch 7024797 had 27 visual inspections performed on 1,215 parts with zero defects noted. Daily cleaning was performed eight times during the assembly of this batch. Assembly batch 7024809 had 27 visual inspections performed on 1,215 parts with zero defects noted. Daily cleaning was performed eight times during the assembly of this batch. Assembly batch 7067692 had 22 visual inspections performed on 990 parts with zero defects noted. Daily cleaning was performed seven times during the assembly of this batch. Assembly batch 7067708 had 32 visual inspections performed on 1,440 parts with one defect noted for high lube solids. All affected product was accepted on deviation after further testing was performed. Daily cleaning was performed ten times during the assembly of this batch. Assembly batch 7131711 had 26 visual inspections performed on 1,170 parts with zero defects noted. Daily cleaning was performed eight times during the assembly of this batch, and tpm (which includes additional cleaning) was performed once. Assembly batch 7131713 had 25 visual inspection performed on 1,125 parts with zero defects noted. Daily cleaning was performed seven times during the assembly of this batch. All cleaning was performed per (B)(4). Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause: the fiber in question is from the plastic molding operation that makes the components of the needles. All product is guaranteed sterile until the package is opened. Corrective action: we've recently hired additional associates to assist with cleaning on a daily basis. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. It was stated ¿a plastic residue was found on the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. It was stated ¿a plastic residue was found on the needle.¿ there was no report of injury or further medical intervention.